Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the right atrial (ra) lead and right ventricular (rv) lead dislodged. The ra lead was removed and the impl anted rv lead was placed in the atrium for extra length. A new rv lead was then placed. No patient complications have been reported as a result of this event.